Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not wash their hands after using the restroom. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with ciprobay 50 milligrams four times per day intraperitoneally for seven days for the peritonitis event. Beginning on the day following the completion of intraperitoneal ciprobay, the patient began treatment with ciprobay 250 milligrams 2t twice a day orally (duration not reported) for the peritonitis event. Treatment with the oral ciprobay was ongoing. Physioneal and extraneal therapies were ongoing. After seven days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.